Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer regarding I-stat e3+ cartridges that yielded suspected discrepant hematocrit result on a patient. There is no patient information available at the time of this report. Time: method: hct: sample: ni, I-stat, 0.27, ni. Ni, siemens, 0.304, ni. At the time of this report, there were no other injuries associated with this event. Apoc believes that an adverse event occurred in the patient receiving and unnecessary transfusion based on one I-stat result of 27. At this time there is no reason to believe that a malfunction exists. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. Retain and returned cartridges were tested and are functioning according to specification.

Event description:
Na

Manufacturer narrative:
(B)(4).